Event description:
It was reported that the patient presented to the hospital with chest pain. A transmission report observed the right ventricular (rv) lead with t-wave oversensing (twos) with non-sustained tachycardia (nst) episodes. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)